Event description:
The customer tested her blood glucose using her breeze2 and contour meters. The breeze2 read 450 mg/dl, while the contour read 180 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter were to be returned for evaluation, but only the meter was received by the qa lab. Replacement products were sent to the customer.